Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the screen turned black due to the scraping of the electrical contacts on the video connector and no image appeared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the image on the visera laparo-thoraco videoscope disappeared when the video connector part was manipulated. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely that the communication with the system became temporarily unstable due to foreign matter adhering to or scratching the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.